Event description:
On (B)(6) 2013, the patient's father contacted animas and alleged the following: the school nurse reported that the gave instructions to bolus 1.46 units and on another occasion showed 1.32units. The father states that something is not right with the pump since it¿s not possible to give these amounts with the pump and that this has never happened when giving a bolus at home. There was no indication that the product caused or contributed to an adverse event. Customer support advised father to call back if this ever happens again. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the black box review indicated no activity outside of normal use. The pump powered ¿on¿ and displayed the ¿verify¿ screen. The unit was primed and exercised for 24h successfully. There were no alarms or any auto-boluses during test duration. The pump was able to pair with a test meter, and ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ boluses were performed successfully during investigation. The pump¿s history recorded boluses information at the correct time and order. ¿ez-bg¿ and ¿ez-carb¿ calculations were tested and found fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.